Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that the stent was noted to be loose on the balloon out of the box. The device was not used on the pt. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Prod performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the stent delivery sys (sds) was returned without any blood or contrast visible. The stent implant was stationary on the balloon, but not between the markers. The proximal end of the stent implant was 1.4 cm distal to the proximal marker. There was no damage noted to the stent implant. There were crimp marks on the balloon between the markers. The balloon was tightly folded. There was a kink in the hypotube 79.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. A laser micrometer was used to measure the outer diameters of the stent implant. The proximal measurements met mfg criteria. The middle and distal measurements were oversized and did not meet mfg criteria. Prod performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.